Manufacturer narrative:
A ge service rep performed an on site investigation. The line filter screws were secured and the power supply contacts were cleaned. Also, the power supply was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed several fatal errors that resulted in a no boot situation. No report of pt injury.